Manufacturer narrative:
The faulty lcd was replaced to resolve the reported issue. The autopulse platform is a reusable device and was manufactured on (B)(6) 2010 and has exceeded its expected service life of 5 years. The preventative maintenance was performed. The platform functioned as intended and was within specification. Historical complaints were reviewed for service information related to the reported complaint and there was no similar history of complaint reported for autopulse (B)(4).

Event description:
The autopulse platform (B)(4) was returned for preventative maintenance. According to the service technician, the lcd was observed to be flickering.